Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the physician complained that when using this lead model, it is difficult to tell when the lead helix is deployed on fluoroscopy, and the helix requires many turns to extend. No patient complications have been reported as a result of this event.